Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for exposure to moisture, blank display, high bg's and cosmetic damage located at the back of the pump found on 12-dec-2021. Device received with flashing medtronic logo. Unable to perform the displacement test, the rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self test due to flashing medtronic logo. Test p-cap locks properly in the the reservoir compartment. Unable to download history files and traces using thump due to flashing medtronic logo. Device was cut open to perform visual inspection and found moisture damage on the force sensor, electronic assembly and motor. The following were noted during visual inspection: scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, overlay scratch, corroded battery tube, battery tube threads ¿ cracked, and keypad overlay peeling. Unable to verify customer's complaint of high bg's due to flashing medtronic logo. Unable to verify blank display due to flashing medtronic logo. Unable to download confirmed due to flashing medtronic logo. Cosmetic damage at the back of the pump was confirmed. Flashing medtronic logo was confirmed due to moisture damage on the electronic assembly. Exposure to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer noticed that the pump was cracked at the back and when she went off the pool it was completely off. The insulin pump was exposed to moisture. Customer stated that after monitoring the pump for 2 hours and frozen display recurred. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment and spring were neither damaged nor corroded. The customer was assisted with troubleshooting and display did not returned back. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.